Event description:
Pt reported the infusion device displayed an e8 power interrupt error, but pt was not able to clear the error message by pressing the check button. Pt changed the battery, but this was not successful. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address to issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.